Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was unable to be powered on. The field service engineer (fse) removed drawers from the bus until the station powered on and identified that the main drawer 4.1 had a faulty control board. The fse replaced the drawer controller board, and the station powered up successfully, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station went offline and the refrigerator was beeping due to a low battery. The customer rebooted the station and confirmed that both the network and power cables were securely connected. The customer stated that they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.